Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's blood glucose (bg) elevated to 389 mg/dl with high ketones which was addressed with customer delivering a correction bolus via pump, adjusting basal, and manual injections. Cause for bg and high ketones was unknown.